Event description:
User reports analyzer leaked onto the floor. No pt samples were involved and no one was injured. The field service rep determined a clogged fitting caused hydraulic failure. He cleaned the clogged fitting. Performance tests were performed which were within spec.